Event description:
It was reported that during maintenance of the bronchovideoscope found black screen. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide, additional information based on device evaluation, and the legal manufacturer's final investigation. During device evaluation, the reported issue regarding ¿black screen¿ was not reproduced. It was noted, the insertion tube had scratches and dents, and insufficient angle was noted due to wear of the angle wire and the bending angle in up direction did not meet the standard value. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.